Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump went into threshold suspend when his blood glucose level was actually 82 mg/dl. Customer reported that the insulin pump was returning repeated alerts. Customer also reported that the low suspend alert occurred during the same time as a calibration error was being returned. No further information was provided.